Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device would not sit on the handpiece device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the cutter could not be inserted and that there was a worn out and misaligned bearing. It was determined that the bearings were worn and no longer in axial alignment not allowing insertion of the cutter. It was determined that the failure was caused by worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure the crani-a attachment device would not sit on the handpiece device so the attachment device was not used in the procedure. It was reported that there was a five minute delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.